Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During ablation with a tacticath quartz ablation catheter, contact force was lost and the catheter was replaced with another tacticath quartz to complete the ablation. The patient became hypotensive during ablation of the right sided pulmonary veins. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
(B)(4) one 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.